Manufacturer narrative:
G4: 19nov2020 b4: (B)(6) 2020 multiple requests were made to obtain the device evaluation and resolution but were unsuccessful. A supplemental report will be submitted if new information is received. 1. Sent: friday, (B)(6), 2020 10:11 am to: (B)(6); 2. Sent: thursday, (B)(6), 2020 2:56 pm to: (B)(6); 3. Sent: thursday, (B)(6), 2020 1:51 pm to: (B)(6) no parts were returned for failure investigation; therefore, the root cause could not be determined at the component level. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18sep2020.

Event description:
It was reported to philips that the device's interface was not functioning. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.